Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration. The indication for use was not reported. It was reported the residual volume was higher than the estimated volume. The patient experienced withdrawal symptoms. Diagnostics/troubleshooting included a refill and dose adjustment (dose increase). The catheter was checked. The pump was replaced due to the insufficient dosing. It was unknown if the issue was resolved. The patient¿s status was unknown. The pump would be returned to the device manufacturer. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. It was unknown when the event occurred. The patient¿s age, weight, and medical history were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the patient had received a new pump and had no more withdrawal symptoms. There was no additional medical history relevant to this event available.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.